Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a rash under the front clasps of the garment and under the rear therapy electrode pads. The rash under the garment clasps had become infected and the patient applied antibiotics. Follow-up indicated that the skin irritation was improved.